Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced due to poor thresholds. It was also reported that the patient's right atrial (ra) lead was capped and replaced for poor pacing and sensing thresholds. No patient complications have been reported as a result of this event.